Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) level >400 mg/dl, moderate ketones, and was tired and irritable. Patient received no extraordinary treatment. Reporter also alleges the pump is using ten more units than usual to prime, but confirms the pump is not priming tubing during load step. The large prime volume issue is not being reported as it does not affect insulin delivery. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings: evaluation revealed that the last basal delivery was on (B)(6) 2014@2:50am, prime history shows large prime volumes on (B)(6) 2014. The pump¿s time was set incorrectly after a reset on (B)(6) 2014 from 1:27pm to 1:33am leading to total daily dose to appear inaccurate. The pump reflected 24u after a 24u/hr on 1u/hr duration test, the product delivers and performs within specifications. No intermittent condition was found to the force sensor circuit, no debris was found to the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.